Event description:
It was reported that the customer experienced high blood glucose levels and that there were discrepancies between the blood glucose and sensor readings. The customer's mother advised that she is a doctor and knew how to use the sensor properly. The customer's blood glucose was 32.5 mmol/l, and the sensor reading read high. The calibration factor was non-optimal. The caller was advised to wait 4 hours, turn the sensor on again, calibrate, and call back if any issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.